Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and damage on the battery compartment of the insulin pump. Customer was advised to return the pump and that the pump will be replaced.